Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side cart (psc) handlebar due to a hard error. The system was tested and verified as ready for use. Isi has received the handlebar for failure analysis evaluation. However the failure analysis investigation has not been completed at the time of this report. Per the da vinci xi system instructions for use (IFU), the following is noted in relation to a cart drive failure: "to release brakes in case of powered drive failure, rotate lever into manual position to move cart. Cart required high forces to move in manual mode." "Note: we recommend using two people to manually move the patient cart, due to the high force required."

Event description:
It was reported that prior to the start of a planned da vinci-assisted malignant hysterectomy procedure, the customer encountered a recoverable fault each time an attempt was made to move the patient side cart (psc) cart for docking. The patient was already on the operating table, under anesthesia, and ports had been placed. Upon encountering the issue, the customer contacted an intuitive surgical, inc. (Isi) technical service engineer (tse) for assistance. The tse advised the surgical staff to cycle the system¿s power, activate the emergency power off (epo), and turn off the circuit breaker on the patient cart. Additionally, the tse requested confirmation from the or staff that the handlebar of the patient cart was unobstructed and free of any cables. After the system was powered back on, the system successfully homed, but the fault reappeared when the customer attempted to move the psc. The tse then instructed the or staff to follow system prompts to disable both the psc drive and the boom functions. The tse then instructed the customer to switch the cart from powered mode to manual drive, allowing them to manually push the cart to the tableside. Also, the tse informed the customer that the boom extension, boom up/down, and operating position rotation functions were disabled. Due to lack of confidence with the system, the surgeon elected to convert the case to traditional laparoscopic surgery. The nurse noted that three additional ports were inserted to facilitate the conversion. The patient tolerated the conversion well and the procedure was completed successfully via traditional laparoscopic surgery. The patient was discharged the same day without complications related to the event.

Manufacturer narrative:
The patient side cart (psc) handlebar was received and failure analysis was performed. Visual inspection found no issues. The handlebar failed a platform test in maintenance mode but passed a switch test. The unit also failed the back drive test in normal mode.

Event description:
Refer to h11 for follow-up information.